Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cassette was locked but not latched on the cadd solis vip pump. There was no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed. The alarm message was being displayed. The downstream occlusion sensor was found to be the fault and replacing it resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.